Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device dislocation ('migration of essure device location of device: original right coil not located') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy. Concurrent conditions included gravida ii and parity 2 ((B)(6)). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraine/ headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device dislocation, pregnancy with contraceptive device, vulvovaginal pain, menorrhagia, migraine, vaginal haemorrhage, nausea, tooth disorder, vaginal discharge, fatigue and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, device dislocation, fatigue, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2010, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events abnormal bleeding (menorrhagia), vaginal pain, pelvic pain, abnormal bleeding (vaginal), migraines / headaches, migration of essure device location of device: original right coil not located, nausea, dental problems, vaginal discharge, fatigue, hair loss, device ineffective were added. Event injury updated to pregnancy (no complications). Patient information, medical history, lab data were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.